Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2024, due to skin breakdown at the implant site, exposing the receiver/stimulator. The patient was placed under general anesthesia on (B)(6) 2024, in order to explant the device. There are no plans to reimplant the patient with a new device as of the date of this report.